Event description:
It was reported that the surgeon did not implant the edwards valve after noticing foreign particulate on the leaflet. No patient involvement or complication was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the 3300tfx carpentier-edwards perimount magna ease valve was returned and evaluated by engineering and chemistry, who confirmed the presence of particulates on the leaflets. A total of 4 filaments were successfully removed from the leaflets and given the designation a, b, c and d. The filament designated as filament a, which appeared to be blue and approximately 4mm in length, showed similar absorption characteristics to cellulose. Filament c, which appeared to be blue and approximately 2 mm, also showed similar absorption characteristics to cellulose like material. Cellulose is a material that is common in cleanrooms and operating rooms as it can be found in materials such as paper, cotton, and wipes. The filament designated as filament b, which appeared to be black and approximately 4 mm in length, showed similar absorption characteristics to polyester. Filament d, which appeared to be black and approximately 3 mm, also showed similar absorption characteristics to polyester, which material that could be found in cleanrooms and operating rooms as it can be found in clothing particles, particularly in cleanroom and operating room work wear. At edwards, each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves there are inspection steps which check for general appearance and inspect the leaflets under magnification per pericardial valve inspection procedures. (B)(4). The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Although the source of the polyester and cellulose materials cannot be conclusively determined, through investigation we have determined the material most likely did not come from an edwards cleanroom as there are multiple inspection points which check for foreign particulates. Therefore, it is highly unlikely that the particulate observed in the complaint was due to the manufacturing processes.

Manufacturer narrative:
Additional manufacturer narrative: the device in question has been received, however, chemistry identification testing of the alleged foreign matter has not yet been completed. Evaluation results, as well as edwards manufacturing review and conclusions, will be reported once completed.